Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7; -6.00/+4.5/015 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2024. The surgeon notes there is high vaulting and minimum residual refraction. Lens remains implanted.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
B5 - it was later reported that the lens was explanted and replaced with a shorter length lens but the problem was not resolved. Claim#: (B)(4).

Manufacturer narrative:
Additional information: b5 - it was later reported that the problem was resolved. The previous report of the problem was not resolved was later clarified to be an error. Claim#: (B)(4).